Event description:
It was reported the pt experienced a loss of pain relief and pain in the legs. The lead was not working properly. The lead was not in the proper location and had too much resistance. The lead was fractured. The lead was replaced. The pt recovered without sequela.